Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl and 49 mg/dl. Customer addressed bg level by eating food. Additionally, it was reported that a malfunction alarm occurred. Customer's bg level was 209 mg/dl at time of alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Reportedly, the customer continued to use the pump for insulin therapy.